Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was minor scratches on the display window, cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported a crack on her insulin pump's screen. She stated the crack runs on the screen between the reservoir status and the battery indicator. The customer could not recall how the damage had occurred. Customer's blood glucose was 154 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.